Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the display cover for the device was damaged and needed to be replaced. The device was reported as being available for clinical use at the time of the event; however, there has been no report of patient involvement or injury related to this issue.